Event description:
Burn on her back the size of a quarter [thermal burn]. Blister [blister]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old black female patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2015 for lower back pain. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2015, the patient reported she used the heatwrap and experienced a burn on her back the size of a quarter and a blister. No lab data was available. Action taken with suspect product was unknown. No therapeutic measures were taken as a result of the events. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event " experienced a burn on her back the size of a quarter and a blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event " experienced a burn on her back the size of a quarter and a blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn on her back the size of a quarter / mark in her lower back. [Thermal burn]. Blister [blister]. She did not check under the skin while wearing the product [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) black female patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2015 for lower back pain. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwrap (thermacare heatwrap) with no adverse effects. On (B)(6) 2015, the patient reported she used the heatwrap and experienced a burn on her back the size of a quarter and a blister. The patient reported she had a mark on her lower back remaining. No lab data was available. Action taken with suspect product was permanently withdrawn on (B)(6) 2015. No therapeutic measures were taken as a result of the events and no hospitalization was needed. Clinical outcome of the events burn on her back the size of a quarter; mark in my lower back and blister was not resolved and the outcome for the event she did not check under the skin while wearing the product . Was unknown. The patient reported her skin tone to be medium. She does not have sensitive skin. She does not have any abnormal skin conditions. The patient used the product for six hours. The patient previously used heat products for pain relief and did not experience any problems with these products. She reported she attached the adhesive to the body. The patient did not engage in exercise while using the product. She did not check the skin under the product while wearing thermacare heatwrap. She did read the instructions before use. Additional information has been requested and will be provided as it becomes available. Follow-up (02nov2015): new information received from a contactable consumer included product data (start date and action taken) and reaction data (additional event of she did not check the skin under the product while wearing the product). Company clinical evaluation comment based on the information provided, the event " experienced a burn on her back the size of a quarter", blister, and device misuse as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event are assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event experienced a burn on her back the size of a quarter", blister, and device misuse as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.